Manufacturer narrative:
Review of the inspection records for the affected lot indicates that the impactor tips were mfg to specification.

Event description:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that two tibial tray impactor tips had broken at the point where the tips connect to the reusable impactor handle.